Event description:
While troubleshooting an ion selective electrode (ise) quality control (qc) issue for the customer, the field service engineer (fse) discovered a leak from the modular chemistry (mc) sample probe wash collar of the unicel dxc 600 pro synchron system. The fse indicated that the leak consisted of a diluted wash solution. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Upon further investigation, the field service engineer (fse) determined that the wash collar waste valve was not draining fluid from the wash port causing fluid to leak out of the collar wash. The fse replaced the wash collar waste valve to resolve the issue. In conclusion, the cause of the event is attributed to premature failure of the wash collar waste valve. (B)(4).